Event description:
The distributor reported that the audio bolus button was unresponsive.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 12/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the audio bolus button was intermittently responsive. There was evidence of keypad contamination found under the bolus key contact. (B)(6).